Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall during a meal announcement, and the user also experienced intermittent failure of the swipe-to-unlock/deliver function; troubleshooting and education were provided, and a replacement ilet was shipped with instructions to sync data and shut down the device before return. Symptoms included none. Outcomes included sustained hyperglycemia above 300 mg/dl for a couple of hours, which the user addressed by transitioning to backup therapy. Investigation included review of device performance based on user report and return logistics for device evaluation. Investigation of this device revealed a suspected pump motor stall with associated user interface malfunction consistent with a device mechanical or software performance issue.